Manufacturer narrative:
(B)(). (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated elevated magnesium processed on architect c4000 analyzer for 2 patients. Patient 1 generated architect magnesium of 5.8 meq/l that repeated 2.4, 2.2, 2.1 meq/l. Patient 2, sample ID (B)(6) generated elevated architect magnesium of 12.1 meq/l that repeated 1.6, 1.7, 1.6 meq/l. The account uses a normal reference range of 1.3 to 2.1 meq/l. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
In addition to the on-site investigation performed by field service, the evaluation included reviewing the architect c4000 analyzer serial (B)(4) instrument logs and service history, historical data and associated labeling. The customer replaced the 1 ml syringe which had evidence of leaking without full resolution. Field service (fs) identified a misaligned/loose peristaltic head tubing as the likely cause. Fs replaced the peristaltic head tubing which resolved the issue. A review of the analyzer service history identified no additional contributing factors on or around the date of the complaint. A review of the 12 month search for similar complaints identified no adverse trends of either the 1 ml syringe or the peristaltic head tubing related to the current complaint issue involving discrepant erratic results. A review of archietct c4000 tracking and trending data revealed no systemic issues or adverse trends related to issue described in this complaint. The architect c4000 erratic result rate is within acceptable limits with no trends identified. The architect system operations manual provide information with regard to specimen handling, maintenance, and troubleshooting the reported issue. The issue was resolved by replacing the used parts in accordance with current product labeling. Based on the evaluation performed neither a deficiency nor a malfunction were identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.

Event description:
Patient 3 generated architect magnesium of 4.9 meq/l that repeated 1.7, 1.7, 1.6 meq/l. No impact to patient management was reported. No specific patient information was provided.